Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a missing sensor wire was reported. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's mother stated after inserting the sensor, the patient immediately started to cry in pain. After 20 minutes, the patient was still crying so they removed the senor. Upon removal of the sensor wire, the sensor was missing. On (B)(6) 2018, the patient's mother called and stated they were on the way to the local hospital for an x-ray and was advised to do so by their diabetes nurse. The patient was admitted and had an x-ray done and the x-ray images confirmed that the sensor wire was in the patient's body. They were referred to a surgeon; however, they decided against it. On 09/20/2018, further contact was made with the patient's mother and she stated on (B)(6) 2018, they noticed the patient's stomach was swollen. They called a few doctors and nurses and were advised to keep a close eye on the patient and that the wire could be making its way out. The patient's mother further indicated that they had an appointment scheduled for (B)(6) 2018 to see a specialist. No further event or patient information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined.